Manufacturer narrative:
Citation: vicent l, et al. Baseline ECG and prognosis after transcatheter aortic valve implantation: the role of interatrial block. J am heart assoc. 2020 nov 17;9(22):e017624. Doi: 10.1161/jaha.120.017624. Epub 2020 nov 3. Earliest date of publish used for date of event. Medtronic products referenced: evolut. This may have included evolut r (PMA# p130021, product code npt) or evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the influence of baseline electrocardiography parameters in the prognosis of patients treated with transcatheter aortic valve implantation (tavi). All data was collected from a ten-center registry. The study population included 2,527 patients (predominantly female, mean age (B)(6) years). Tavi was performed with one of the following transcatheter valve types: new valve technology allegra; boston scientific accurate or lotus; abbott portico; jenavalve technology jenavalve; edwards sapien; or medtronic evolut. No unique device identifier numbers were provided. The authors stated the mean follow-up duration was 1.3 years. Among all patients, 485 deaths occurred during follow-up. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: permanent pacemaker implantation (median time to pacemaker implantation was 4 days after tavi); stroke; new onset atrial fibrillation; and hospital admission during follow-up. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.